Event description:
A customer contacted haemonetics on (B)(6) 2010 to report a blood spill in an orthopat machine followed by a burning smell and a lot of smoke (was causing a fire alarm). No donor or operator injury or reaction was reported.

Manufacturer narrative:
Upon evaluation of the device the reported problem was verified. The machine was decontaminated and the components which were damaged were replaced. The machine is now ready for use. The report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are reported in haemonetics' CAPA record (B)(4). Haemonetics (B)(4).